Manufacturer narrative:
The occupation is lay user/patient. This event occurred in (B)(6).

Event description:
The customer complained of a discrepant inr result from a coaguchek xs meter serial number (B)(4) compared to the laboratory result. The result from the meter was 8.0 inr and within 1 hour the result from the laboratory was 3.66 inr. There was no allegation of an adverse event. The customer's therapeutic range was 2 - 3 inr. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.